Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tearing at the mouth where the scissor tips exit. The tears were axially aligned with the mcs tip cover and measured from 0.177¿ to 0.247¿ in length. There were no signs of thermal damage present at the end of any tears. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was damaged before use. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that the mcs tip cover was broken when installed with the mcs instrument before engaging on the arm. The installation tool was used. No arcing was observed.